Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a neonatal desat to 60's, but the alarm did not go off. The device was in clinical use in the neonatal unit. There was no indication of patient harm. Patient details were not available at the time this report was due.